Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. Section h10 was updated with reference to the other report submitted for this case. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, difficulty or inability in tracking the delivery system to the landing zone, including traversing the aortic arch and crossing the native annulus/bioprosthesis has not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors, poor guidewire management, damaged guidewire, and/or excessive manipulation of the flex wheel. The complaint for difficulty crossing the aortic valve was unable to be confirmed as the device was not returned and no applicable imagery was provided for evaluation. In addition, the patient anatomy information such as degree of calcification, tortuosity, minimum luminal diameter was not provided. Due to a lack of information, a definitive root cause could not be determined, although it is possibly related to the root causes mentioned above. Additionally, it was reported that the blood pressure (bp) dropped after the doctor applied significant force with a commander ds to overcome crossing difficulties. It was later revealed that the drop in bp was due to a rupture of aortic arch. In this case, the high push force likely caused the device to interact and perforate the aortic arch, resulting in injury. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards' affiliate in japan, approximately 2 years and 8 months after a transfemoral (tf) transcatheter aortic valve replacement (tavr) with a 26 mm sapien 3 valve, an increase of aortic regurgitation due to reduced leaflet motion was observed. It was noted the valve was deployed with 3.5 ml less than nominal volume and that the valve was deployed too low, which may be a cause of the reduced leaflet motion. A valve in valve was performed with a 20 mm sapien 3 ultra resilia (s3ur) valve. During the procedure, when the doctor pushed a commander delivery system (ds) strongly since the ds could not cross the aortic valve, blood pressure (bp) decreased. A percutaneous cardiopulmonary support (pcps) was tried to be introduced, but it was difficult to run the pcps since the venous line kinked. After that, it was revealed that the cause of decreased bp was a rupture of aortic arch. Emergency medical care was performed, but the patient expired.

Manufacturer narrative:
This is one of two events being reported for this case. Investigation is ongoing.